Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace baseline pre-existing pericardial effusion was seen prior to the start of the procedure a watchman fxd double curve access system (was) and watchman flx closure device and delivery system (wds) were selected for use. While attempting to position the devices on the inter-atrial septum (ias), the physician was struggling to gain superior vena cava (svc) access. During the attempts at positioning, an effusion was noted via transesophageal echocardiography (tee) in the right atrium (ra). The transseptal puncture had not been completed. The physician performed pericardiocentesis to treat the effusion removing approximately 270cc of fluid. The blood was transfused back to the patient. For safety precautions of the patient the case was then aborted. The patient has been discharged. The physician plans to reattempt the laa procedure with the watchman at a later date.